Manufacturer narrative:
Visual analysis of the photographs identified: seroma: unable to observe as it is a medical event that is not related to the device. Gel bleed: unable to observe as it is a medical event that is not related to the device. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Depression: unable to observe as it is a medical event that is not related to the device. Anxiety-product/procedure: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient's representative has reported right side gel bleed, seroma and capsular contracture, baker grade iii. Patient also suffers from depression and anxiety due to the recall. This relates to the right side. Device has been explanted.

Event description:
Patient representative reported right side gel bleed, capsular contracture baker grade ii/iii, seroma, and "depression and anxiety due to the recall". Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: visual analysis of the photographs identified: seroma: unable to observe as it is a medical event that is not related to the device. Gel bleed: unable to observe as it is a medical event that is not related to the device. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Depression: unable to observe as it is a medical event that is not related to the device. Anxiety-product/procedure: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Manufacturer narrative:
Health effect - impact code: f2203 - imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade ii/iii, gel bleed, seroma, anxiety/recall. Device photo analysis: visual analysis of the photographs identified: gel bleed: unable to observe since it is a medical event and is not related to the device. Capsular contracture: unable to observe since it is a medical event and is not related to the device. Depression: unable to observe since it is a medical event and is not related to the device. Anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device. It is not possible to determine the lot number through the photos provided. It cannot be determined which device is for the left or right side per the photos provided.

Event description:
Patient representative reported right side gel bleed, capsular contracture baker grade ii/iii, seroma, and "depression and anxiety due to the recall". Device has been explanted and replaced.